Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding product return; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.